Event description:
Pt on IV levophed due to severe hypotension, pt transferred to CT with rn when otherwise working pump shutdown during CT. Pt off med during CT scan due to pump error and inability to restart pump. Critical pt on IV pressures (2 separate IV pumps (B)(4)) shut down unexpectedly and then when restarted pt info was not saved, additionally drug library was not present. Uid (B)(4).